Manufacturer narrative:
A complaint was received regarding tissue being transported to the canister rather than to the sample management system located on the biopsy probe. The investigation determined this is a fault mode identified in the risk management file that can occur if the tissue strips contained within the sample management system are not fully aligned or seated. As per change form cf-000015, the tissue strip in 4 codes ((B)(4)) was adjusted to reduce the channel space between the tissue strip and the housing of the sample management system. The initial assessment of this event was deemed not reportable as no adverse event occurred. However, after further clinical review of this failure mode with devicor's medical department, this event was reassessed and determined to be a MDR reportable malfunction pursuant to 21 cfr 803. Device not returned for evaluation.

Event description:
The affiliate reported specimen in the canister. Filtering the blood in the canister and radiograph the tissue. No patient consequence.